Manufacturer narrative:
Although it has been indicate that the used device will be returned for evaluation, it has not yet been received. The device analysis will be included in our investigation, and the results of the investigation provided in a follow-up medwatch.

Event description:
As reported by customer, while injecting contrast media during a procedure with an 8cc angiographic syringe, the barrel "shattered" causing blood and contrast to be sprayed into the physician's eyes. There was no report of complications to the patient. It was indicated that the used syringe will be returned for evaluation.